Event description:
It was reported that the patient experienced fluctuating glucose levels while using the ilet, including a nocturnal low (47 mg/dl) treated with 6 oz of orange juice and a subsequent prolonged high (400 mg/dl) during which air was observed in kinked infusion tubing; the user disconnected from the ilet for several hours and used backup therapy, later replacing the tubing while leaving the contact detach infusion site in place. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Troubleshooting and education were completed with the caregiver, including guidance on scheduling additional training for target adjustments. Investigation of this case revealed no confirmed device malfunction and that the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.